Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer did not report any symptoms, but said she started a new low-carb diet. The customer treated with the insulin pump. The customer was sent tubing clamps and was advised to call back to perform the high pressure test. Nothing was replaced or returned for analysis.